Event description:
A report was received on (B)(6) 2025 from the caregiver (cg) of a 65-year-old female patient with a medical history including end stage renal disease, who stated the patient was in hospital due to an inadequate amount of programmed fluid being removed during a hemodialysis treatment on an unspecified date. Additional information was received on (B)(6) 2025 from the home therapy manager stating that the patient recovered without sequelae and has resumed hemodialysis therapy with the nxstage system. No other details were provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).